Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion (vessel damage) was located in the severely tortuous abdominal aorta. The calcification is unk. Another manufacturer's stent graft was implanted. An equalizer balloon 27x7mm was used to position the stent. The balloon was inflated 10mm and ruptured. The volume of liquid used to inflate the balloon is unk. The procedure was completed successfully with this device. No pt injuries or complications were reported. The pt status is reported as "good".